Event description:
It has been determined that the calibration solution co2 value in the cal pack barcode label for lot 18700 is incorrect. The calibration value contained in the barcode is 38mmhg. The correct value should be 34 mmhg. This will result in a slightly elevated pco2 result in the low to normal range. The effects of this calibration error are negligible in adult patients. Neonates, especially in the first few days of life, are more at risk than other patient populations. Extreme levels of hypocapnia (low pco2 < 20 mmhg) significantly reduce cerebral blood flow which should increase oxygen extraction. In some neonates, however, this compensation is not always effective. In cases where the oxygen extraction is not increased, cerebral damage may occur. The trigger level for intervention in hypocapnia is well above the critical 20 mmgh level noted above. Treatment would, therefore, be implemented prior to reaching this critical level thus greatly limiting the probability to this subset of patients.

Manufacturer narrative:
There have been no reported adverse events associated with this lot of cal packs. Eval summary: a review of all reported cases demonstrated that routine manual qc procedures were able to identify the error by indicating out of range qc results in the low and normal ranges. A review of all internal documentation for the subject lot of cal packs was performed to investigate possible causes of the reported experience. This review revealed a transcription error in the manual data entry used to generate the barcode value for co2 in the level 1 solution. The abl77 system uses this barcode information to enter calibration values into the system. Root cause: transcription error during manual data entry to generate barcode values. Short term corrective action: increase inspection of data entry. Inspection checklists updated a new checklists implemented. Investigate all non-expired lots to verify barcode values. Long corrective action: validate and implement new software to eliminate manual entry of data. Vv731 cal pack csv file generation program was completed and released through eco 07-333 with an effective date of2007.